Event description:
During product evaluation by a baxter service technician, an automix was found with 18 damaged electrode assemblies. This condition can lead to incorrect compounding or incorrect labeling of compounding material. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damaged electrode assemblies. To correct the condition, the electrodes were replaced. If additional information becomes available, a follow-up report will be submitted.